Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The positive end expiratory pressure valve was recommended for replacement. A quote for the defective part was provided to the customer and not accepted at this time.

Event description:
The distributor during evaluation of the unit reported the positive end expiratory pressure valve and pressure sensitivity calibration failed causing an inability to mechanically ventilate. There was no report of patient involvement.